Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t e-z set¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: for accidents occurring in the month of may, batch no. 3058180 was waived, valid for (B)(6) 2028. Purchase invoice: 365158 (B)(6) 2023. The following are descriptions of the accidents, according to sesmt: 3) there was extravasation of blood at the time of the puncture (photo).

Event description:
It was reported while using bd saf-t e-z set¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: for accidents occurring in the month of may, batch no. (B)(6) was waived, valid for (B)(6) 2028. Purchase invoice: (B)(6) 2023. The following are descriptions of the accidents, according to sesmt: 3) there was extravasation of blood at the time of the puncture (photo).

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 38734614 and lot number 3058180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our investigative team. Through examination of the picture, a leak was observed inside of the safety device. For a detailed analysis and to identify the exact point of leakage, the physical sample would be necessary. It is possible that this defect resulted from poor glue/curing, a hole in the tubing near the wing, and/or claw marks on the tubing. Without the physical sample, the exact cause cannot be determined.